Event description:
The reporter stated that ems was currently with the patient related to a low blood glucose, values were not provided. No further information was provided. Animas has made multiple attempts to contact the patient regarding this issue which were unsuccessful.

Event description:
The patient contacted animas on (B)(6) 2012 to troubleshoot the reported low blood glucose event of (B)(6) 2012. The patient reported having multiple low blood glucose events as low as 26 mg/dl in (B)(6) requiring treatment with glucagon and/or requiring medical treatment. The patient reported being hospitalized once in (B)(6) and three times in (B)(6) and believed that glucagon was given six times. The patient reported that the dates of treatment were unknown. The patient reported having issues with the old infusion sets adhering to the body. The patient's health care provider (hcp) reportedly continued to increase the insulin dosages to manage blood glucose levels. The patient reported that after changing to a new infusion set, blood glucose values dropped. The reporter stated that the hcp decreased insulin dosages and the low blood glucose levels have resolved. This report is made based on the allegation that the patient experienced low blood glucose events requiring intervention related to insulin regimen changes while using insulin pump therapy.

Manufacturer narrative:
The pump is not expected to return at this time. There was no allegation of a pump malfunction related to the reported events; the patient attributed the low blood glucose levels to adjustments to the insulin regimen related to the infusion set issue. Animas does not manufacture the patient's infusion set, the complaint was forwarded to the relevant manufacturer.

Manufacturer narrative:
Follow-up # 2 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicates that use of the pump was continued and data from the time of the reported event was overwritten. The programmed rates and insulin delivery totals were found to be correct. The pump was found to be delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.